Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 302995. Batch #: unknown. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "there was a particle left in the syringe. There were 2 pieces of particles/debris, which would be too large to be transferred from other device." Verbatim: rcc received a complaint via community. Pir attached. Safety event reported at facility: when compounding minocycline (ndc: 70842-160-01) for a patient, pharmacy technician noticed that there was a particle left in the syringe after pushing drug into the piggyback bag. The tech/intern notified the pharmacist and decided to remake the dose of minocycline. Upon closer examination, there were 2 pieces of particles/debris, which would be too large to be transferred from other device. It's likely that the particles/debris existed within the unopened/unused bd syringe. After using the syringe (newly opened) to transfer 10ml of reconstituted minocycline into a 250ml sodium chloride 0.9% bag, issue identified when pulling the syringe back to indicate amount added to the bag (syringe-pullback method). Picture of the particles available to share. Bd 10ml syringe, ref (B)(4).

Event description:
No additional information was provided.

Manufacturer narrative:
Two photos of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos regarding item 302995. Both photos from slightly different angles each show one loose plunger rod with stopper attached inside a clear bag with two unknown black particulates next to the plunger rod. The condition observed cannot be confirmed to have originated from the canaan manufacturing plant. The reported defect cannot be confirmed from the photos received; therefore, no corrective action is required at this time. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review could not be performed on model 302995 because a lot number is unknown. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.